Manufacturer narrative:
(B)(6). Follow up for device evaluation: it was reported part of the orange rubber access was present in the medication drawn into the syringe. To aid in the investigation, one sample with no packaging blister was received for evaluation by our quality team. A visual inspection was performed under magnification. There was no damage, defective grind or hooks observed. The bevels and etch were good. No defects or imperfections were observed. A device history record review was completed for provided material number 305180, lot 4178025. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported condition. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation with the returned sample analysis the symptom reported by the customer could not be confirmed.

Event description:
Material # 305180. Batch # 4178025. Verbatim: incident details: while using a blunt fill needle to draw up a dose of methylprednisolone, writer noticed that part of the orange rubber access was present in medication drawn into syringe. Dose not given to patient due to same. Type of incident/problem: malfunction while using. Level of harm: no effect - did not reach patient/person -- detected before use or does not touch patient during use.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.